Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number 3006705815-2021-06620. It was reported that both of the patient's ipgs were unable to communicate with external devices, deeming them inoperable. In turn, surgical intervention was undertaken wherein both ipgs were explanted and replaced, resolving the issue.